Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced hyperglycemia with a peak blood glucose of 304 mg/dl after announcing a usual breakfast but consuming two slices of cheese pizza. Glucose values subsequently trended downward without alarms while the algorithm adjusted. No clinical symptoms were reported. There was no medical intervention or hospitalization required, and glucose continued to trend downward during ongoing use. The investigation included troubleshooting and user education regarding meal announcements and expected algorithm response. Review of the case revealed no device malfunction or alarms. The elevated glucose was considered consistent with carbohydrate intake differing from the usual breakfast while the algorithm was active. Based on previously established findings for similar reports, the cause was determined to be unclear but consistent with use-related factors and expected device behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.